Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station suddenly shut down and the light turned on for the tower, but the screen was black. The customer stated that there was 20 minutes delay, but the malfunction occurred when the user tried to issue narcotic medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station inspection revealed no power to the main unit and no failures in the cubie drawers. The initial failure was traced to a damaged internal bus cable shorting to full height drawer 2 but no evidence of smoke or fire. After replacing the internal auxiliary bus cable, the station booted, but no drawers in the main/auxiliary were present. The issue was isolated to a failed auxiliary interface printed circuit board. A field service engineer (fse) installed a replacement printed circuit board from an unused station, restoring full functionality to all drawers and doors. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information : section b describe event or problem, section h imdrf annex g & c codes and manufacturer narrative. Correction : section d unique identifier (UDI) and medical device model the report of "pyxis machine the station suddenly shut down was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order 01910243, the field service engineer (fse) inspected the station and confirmed that there was no power to the main module. All cubie drawers in the main and auxiliary cabinets were checked with no failures found. The initial failure was isolated to a damaged internal pyxibus cable causing a short circuit with fh drawer 2. The internal auxiliary bus cable was replaced. After the replacement, the station powered on, but no drawers were detected in the main or auxiliary modules. Subsequently, a faulty auxiliary interface board was identified and replaced. After this intervention, the device operated correctly with no further issues. The laboratory inspection confirmed that the "assy cbl pyxibus 7 drawer" had a cut with exposed copper strands and suffered thermal damage. No further laboratory tests were required for the "assy cbl pyxibus 7 drawer" due to the visible thermal damage observed during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station suddenly shut down and the light turned on for the tower, but the screen was black. As per part investigation, it was that determined that due to damaged pyxis cable. Visual inspection of the cable showed evidence of exposed copper strands which lead to the observed thermal damage and compromised the drawer's functionality. The customer stated that there was 20 minutes delay, but the malfunction occurred when the user tried to issue narcotic medication to the patient. However, there were no adverse events or injuries reported based on this event.